Event description:
It was found during investigation of a returned pump that the pump had error code. There were no patient involvement and patient harm/adverse event reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The alarm was noted in the ehl as stated by the complainant. The device was visually inspected. No anomalies was noted. Functional testing was performed. The lens was scratched, the pump failed the downstream occlusion test, and the upstream occlusion seal was buckled. The allegation made by the complainant was confirmed by pump power up test. The probable root cause of the reported issue is error code. The latch lock, handle, ground strips and sensors, lens, lens seal, camshaft, expulsor, expulsor foam, valves, flat gear, large bearing, optic sensor, bracket, occlusion seals, led flex, keypad and labels were replaced. The device passed all functional testing after repair. Service history review identified the complaint was not related to a previous service of the device within the review period.